Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, e1 (initial rep name, address, telephone number), h6 (type of investigation, investigation findings, medical device- problem code, component codes, investigation conclusions) full event site address: (B)(6). A getinge field service engineer (fse) evaluated the unit and investigated the reported condition. The fse determined that it was not a pump problem and that there was a leak in the valve assembly. To address the issue, the drive manifold assembly was replaced. The equipment was tested according to factory specified requirements and met the requirements and was returned to the customer for use.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) was noisy with no other alarms. There was no patient harm or injury reported.